Event description:
Not effective to patient/received one dose of injection without any effect [drug ineffective]. Auto-injector did not administer the appropriate dose [incorrect dose administered by device]. Case narrative: this spontaneous report concerns of events drug ineffective and incorrect dose administered by device in a 12- year-old male patient (race not reported) from the united states. The patient's age at the time of event experience was 12 years. On (B)(6) 2025, amneal pharmaceuticals received information from inpatient pharmacy supervisor (pharmacist) via email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector injection 0.3 mg (ndc: 0115-1694-30, batch no: g240811x) (route, dose, and frequency were not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2025, the patient was admitted to the emergency room due to an anaphylactic reaction. On the same day, a nurse administered a 0.3 mg strength of epinephrine injection; however, it was observed that the medication did not have any appropriate action and was not effective to patient. Then nurse opened the injector and saw that there was still medication inside. A second 0.3 mg dose of epinephrine was then administered, which was effective to the patient. The patient remained in the hospital for observation for approximately five hours and on (B)(6) 2025 he got better and recovered and get discharged on the same day. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device were not applicable. De-challenge and re-challenge were not applicable. The outcome of events drug ineffective and incorrect dose administered by device were unknown. The reporter assessed the causality of events drug ineffective and incorrect dose administered by device as related to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Not effective to patient/received one dose of injection without any effect [drug ineffective]. Auto-injector did not administer the appropriate dose [incorrect dose administered by device]. Case narrative: this spontaneous report concerns of events drug ineffective and incorrect dose administered by device in a 12- year-old male patient (race not reported) from the united states. The patient's age at the time of event experience was 12 years. On 26-aug-2025, amneal pharmaceuticals received information from inpatient pharmacy supervisor (pharmacist) via email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector injection 0.3 mg (ndc: 0115-1694-30, batch no: g240811x), (route, dose, and frequency were not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2025, the patient was admitted to the emergency room due to an anaphylactic reaction. On the same day, a nurse administered a 0.3 mg strength of epinephrine injection; however, it was observed that the medication did not have any appropriate action and was not effective to patient. Then nurse opened the injector and saw that there was still medication inside. A second 0.3 mg dose of epinephrine was then administered, which was effective to the patient. The patient remained in the hospital for observation for approximately five hours and on (B)(6) 2025 he got better and recovered and get discharged on the same day. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device were not applicable. De-challenge and re-challenge were not applicable. The outcome of events drug ineffective and incorrect dose administered by device were unknown. The reporter assessed the causality of events drug ineffective and incorrect dose administered by device as related to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information was received on 12-sep-2025. New information received includes investigation report attached to this case. Investigation summary of this complaint: complaint details: 1. Date received: 26-aug-2025. 2. Product: epinephrine auto-injector 0.3 mg. 3. Lots involved: g240811x, (cpjt ld6478, exp. Feb-2026) and g250201x, (cpjt lx1518, exp. Sep-2026). 4. Complaint description: ¿medication did not have any appropriate action and was not effective.¿ 5. Complaint sub-type: defective injector ¿ medicine left in syringe / lack of effect 6. Returned sample: partial, fractured cartridge (lot lx1518) contained in carrying case labeled as lot g240811x with aftermarket label. Pfizer investigation (drug cartridge lots ld6478, lx1518). 1. Scope of review: incoming quality records, manufacturing batch records, deviation history, complaint history, and evaluation of the returned complaint sample. 2. Findings: 2.1 no quality issues identified during manufacture, testing, or release that could contribute to the alleged lack of effect. 2.2 returned cartridge demonstrated activation with septum puncture, drive rod, and plunger in firing/stop position. 2.3 cartridge fracture and solution loss occurred post-activation due to user disassembly. Conclusion: complaint condition not confirmed. Residual solution was expected by design. No root cause attributable to pfizer processes. No CAPA required. Phillips investigation (device lots g240811x, g250201x). 1. Testing: lot g240811x: in-process testing on 500 units; final release testing on 50 composite units. Lot g250201x: in-process testing on 200 units; final release testing on 50 composite units. All units met or exceeded functional, dimensional, and performance specifications. 1. Returned sample and retains: evaluated and found to function as intended with no mechanical or functional defects. 2. Historical review: no other complaints for lots g240811x or g250201x in the past 24 months. Across all batches (257 lots, (B)(4) devices), 31 similar complaints in 24 months, equating to (B)(4) frequency. 0% confirmed defective injectors. Conclusion: no manufacturing or functional defect. Complaint most likely related to user handling or interpretation. Amneal evaluation: 1. Sample inspection: returned unit was a fractured cartridge (lot lx1518) from a case labeled g240811x. 2. Findings: 2.1 cartridge had activated as designed (drive rod and plunger in stop position, septum punctured). 2.2 brown residue consistent with oxidized epinephrine present. 2.3 cartridge breakage and solution loss occurred post-activation. 2.4 residual medication observed was consistent with product design. Conclusion: device delivered intended 0.3 ml dose. Complaint attributable to user error and misinterpretation of residual volume. Instructions for use (IFU) review: 1. Pi/pil (1873-04) instructions reviewed: use immediately in an allergic emergency (anaphylaxis). Seek emergency medical attention immediately after use; further doses may be required if symptoms continue or recur. Epinephrine injection is a single-use, fixed-dose device and cannot be reused. It is normal for most of the solution to remain in the device after injection; only 0.3 ml of the 1.1 ml fill is delivered per 0.3 mg device. The presence of residual solution is not an indication of device malfunction or under-dosing. 2. Assessment: complaint condition (residual solution observed, perceived lack of effect) is explicitly addressed in the IFU. Patient misunderstanding of residual volume and potential need for a second injection likely contributed to perceived product failure. Complaint trend analysis: 3. Lots g240811x and g250201x: zero other complaints in the past 24 months. 4. Category ¿defective injector¿: 31 complaints in 24 months across (B)(4) devices ((B)(4) complaint rate). 5. Confirmed defects: (B)(4). 6. Apr review: no anomalous complaint trends; no stability-related concerns. Overall conclusion: the complaint investigation across pfizer, phillips, and amneal found no product quality or manufacturing defect associated with the drug cartridge or auto-injector device. All lots released to the market were produced in accordance with current approved specifications and procedures. The returned sample confirmed that the device had activated and delivered the intended dose. Residual solution in the cartridge is a normal and expected outcome per design and IFU. The most probable root cause is user error and misinterpretation of residual solution, potentially compounded by misunderstanding of IFU instructions. No corrective or preventive actions are required. Routine complaint trending and quality monitoring will continue to ensure ongoing patient safety and product reliability. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device were not applicable. De-challenge and re-challenge were not applicable. The outcome of events drug ineffective and incorrect dose administered by device were unknown. The reporter assessed the causality of events drug ineffective and incorrect dose administered by device as related to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.